Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified superficial femoral artery. A 6.00mm/135cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 9 atm. The procedure was completed with another of the same device. No patient complications reported.